Event description:
It was reported through the litigation process that some time post vena cava filter deployment (date not provided) it was reported that the filter migrated to the right atrium. The device was removed after several attempts. The patient expired around five hours after the procedure. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter migrated entirely to heart. The device was removed percutaneously. The patient experienced pulmonary embolism post filter implant and subsequently expired.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately, three years post filter deployment, CT revealed a massive clotting in the vena cava and displacement of the ivc filter. The patient had massive clots above the filter and probably down to the femoral. The patient was noted with massive amounts of clot. Subsequently mechanical thrombectomy was performed. The filter was found to be migrated to the intrahepatic portion of the ivc, and it was felt to be unstable and to have clot within it and extending through it. Therefore, the patient was scheduled for filter retrieval procedure. Two unsuccessful attempts were made to retrieve the filter. Instead, the filter migrated up to the right atrium probably along with some clot that was located above the ivc filter. Eventually, the filter was retrieved into right internal jugular vein which was further removed using snare. The clots were removed using balloon thrombectomy. The death certificate received along with the medical records stated that the cause of death was due to massive pulmonary embolus, massive vena caval thrombosis and displaced vena cava filter. Therefore, the investigation is confirmed for filter migration and retrieval difficulties. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. The investigation is inconclusive for filter migration and retrieval difficulties as no objective evidence has been provided to confirm any alleged deficiency with the filter. At this time, it is unknown the relationship between the filter and the reported death. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that some time post vena cava filter deployment (date not provided) it was reported that the filter migrated to the right atrium. The device was removed after several attempts. The patient expired around five hours after the procedure.